Event description:
Pt went to or for a right total hip replacement. While the surgeon was drilling with a drill bit the tip of the bit broke off remaining in the pt. Pt is aware and agreed to leave inside instead of further exploring.